Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.2-3.0 mmol/l. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer's blood glucose level was resolved.